Event description:
Voluntary medwatch received states that the atrial lead exhibited out of range pacing impedance greater than impedance limit. Additionally, the atrial lead had triggered an inappropriate atrial tachy response (atr) due to over sensing. No intervention or procedure was reported. The atrial lead remained implanted. No adverse patient effects were reported.